Event description:
The pt reportedly experienced uncomfortable sensations and intermittent overly loud sound sensations. In feb 2004 and dec 2004, the pt was being seen by a company representative for device eval. While testing performed confirmed that the device was functioning, the pt experienced an uncomfortable sensation during testing. The pts device was explanted.